Manufacturer narrative:
This follow-up MDR is created to document the return of the device and the corrected device information and implant date. A reservoir was received on 5/14/2019. As examination of the device may not conclusively confirm or disprove the reports of herniation/movement, issues with the reservoir, pain, migration of the reservoir, quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of non-conforming reports revealed no non-conformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted for an unknown reason.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation, additional event information and updated codes. The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the reports of herniation/movement, issues with the reservoir, pain, migration of the reservoir, quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Event description:
Additional information received indicates the reservoir was replaced due to herniation/movement and pain.